Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pains / cramping"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), weight increased ("weight gain"), nausea ("nausea"), fatigue ("fatigue"), dizziness ("dizziness"), rash ("rashes"), headache ("headaches") and procedural pain ("painful post-operative recovery following removal"). The patient was treated with surgery (on (B)(6) 2016, a total hysterectomy with right and left salpingooophorectomy and left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, abdominal distension, weight increased, nausea, fatigue, dizziness, rash, headache and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, dizziness, dyspareunia, fatigue, headache, nausea, pelvic pain, rash and weight increased,procedural pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: she sought medical attention from her health care provider for the forgoing symptoms. She suffered painful post-operative recovery, following the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirming occlusion fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. C03100) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left coil was hard to place because of her tilted uterus during the procedure". The patient's past medical history included multigravida. Concurrent conditions included ovarian cyst. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pains / cramping"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), weight increased ("weight gain"), nausea ("nausea"), fatigue ("fatigue"), dizziness ("dizziness"), rash ("rashes"), headache ("headaches"), procedural pain ("painful post-operative recovery following removal"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash macular ("rashes or skin conditions type: red blotchy"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)/ contraction cramps"), back pain ("lower back pain"), sciatica ("sciatica"), coccydynia ("pain tailbone/ perineal areas tail bone down legs"), cyst ("reoccurring cyst") and asthenia ("low energy"). The patient was treated with ondansetron, diphenhydramine hydrochloride (benadryl) and surgery ( a total hysterectomy with right and left salpingooophorectomy and left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, abdominal distension, nausea, rash and dysmenorrhoea had resolved, the weight increased, fatigue, dizziness, headache, procedural pain, irritable bowel syndrome, vaginal haemorrhage, menorrhagia, rash macular, migraine, back pain, sciatica, coccydynia and cyst outcome was unknown and the asthenia was resolving. The reporter considered abdominal distension, abdominal pain, asthenia, back pain, coccydynia, cyst, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, procedural pain, rash, rash macular, sciatica, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought medical attention from her health care provider for the forgoing symptoms. She suffered painful post-operative recovery, following the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: confirming occlusion fallopian tubes. Most recent follow-up information incorporated above includes: on 4-jun-2018: plaintiff fact sheet received: events low energy & cyst nos was added. Lab data updated. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. C03100) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left coil was hard to place because of her tilted uterus during the procedure". The patient's past medical history included multigravida. Concurrent conditions included ovarian cyst. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pains / cramping"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), weight increased ("weight gain"), nausea ("nausea"), fatigue ("fatigue"), dizziness ("dizziness"), rash ("rashes"), headache ("headaches"), procedural pain ("painful post-operative recovery following removal"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash macular ("rashes or skin conditions type: red blotchy"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)/ contraction cramps"), back pain ("lower back pain"), sciatica ("sciatica"), coccydynia ("pain tailbone/ perineal areas tail bone down legs"), cyst ("reoccuring cyst") and asthenia ("low energy"). The patient was treated with ondansetron, diphenhydramine hydrochloride (benadryl) and surgery (on (B)(6) 2016, a total hysterectomy with right and left salpingooophorectomy and left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, abdominal distension, nausea, rash and dysmenorrhoea had resolved, the weight increased, fatigue, dizziness, headache, procedural pain, irritable bowel syndrome, vaginal haemorrhage, menorrhagia, rash macular, migraine, back pain, sciatica, coccydynia and cyst outcome was unknown and the asthenia was resolving. The reporter considered abdominal distension, abdominal pain, asthenia, back pain, coccydynia, cyst, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, procedural pain, rash, rash macular, sciatica, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought medical attention from her health care provider for the forgoing symptoms. She suffered painful post-operative recovery, following the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirming occlusion fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. C03100) inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left coil was hard to place because of her tilted uterus during the procedure". The patient's past medical history included multigravida. Concurrent conditions included ovarian cyst. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pains / cramping"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), weight increased ("weight gain"), nausea ("nausea"), fatigue ("fatigue"), dizziness ("dizziness"), rash ("rashes"), headache ("headaches"), procedural pain ("painful post-operative recovery following removal"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash macular ("rashes or skin conditions type: red blotchy"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping),"), back pain ("lower back pain"), sciatica ("sciatica ") and coccydynia ("pain tailbone/ perineal areas tail bone down legs"). The patient was treated with ondansetron, diphenhydramine hydrochloride (benadryl) and surgery (on (B)(6) 2016, a total hysterectomy with right and left salpingooophorectomy and left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, abdominal distension, weight increased, nausea, fatigue, dizziness, rash, headache, procedural pain, irritable bowel syndrome, vaginal haemorrhage, menorrhagia, rash macular, migraine, dysmenorrhoea, back pain, sciatica and coccydynia outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, coccydynia, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, procedural pain, rash, rash macular, sciatica, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought medical attention from her health care provider for the forgoing symptoms. She suffered painful post-operative recovery, following the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirming occlusion fallopian tubes . Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, rash macular, migraine, dysmenorrhoea, irritable bowel syndrome, back pain, sciatica, coccydynia, device difficult to use were added. Reporter, patient demographic information, product stop date updated. Product lot number, treatment product added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in an adult female patient who had essure (batch no. C03100) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the left coil was hard to place because of her tilted uterus during the procedure". The patient's medical history included multigravida. Concurrent conditions included ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pains / cramping"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), nausea ("nausea"), fatigue ("fatigue"), dizziness ("dizziness"), rash ("rashes"), headache ("headaches"), procedural pain ("painful post-operative recovery following removal"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash macular ("rashes or skin conditions type: red blotchy"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)/ contraction cramps"), back pain ("lower back pain"), sciatica ("sciatica"), coccydynia ("pain tailbone/ perineal areas tail bone down legs"), cyst ("reoccuring cyst"), asthenia ("low energy") and cyst rupture ("cyst of it ruptures") and was found to have weight increased ("weight gain"). The patient was treated with diphenhydramine hydrochloride, ondansetron and surgery (on (B)(6) 2016, a total hysterectomy with right and left salpingooophorectomy and left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, abdominal distension, nausea, rash and dysmenorrhoea had resolved, the weight increased, fatigue, dizziness, headache, procedural pain, irritable bowel syndrome, vaginal haemorrhage, menorrhagia, rash macular, migraine, back pain, sciatica, coccydynia, cyst and cyst rupture outcome was unknown and the asthenia was resolving. The reporter considered abdominal distension, abdominal pain, asthenia, back pain, coccydynia, cyst, cyst rupture, dizziness, dysmenorrhoea, dyspareunia, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, procedural pain, rash, rash macular, sciatica, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought medical attention from her health care provider for the forgoing symptoms. She suffered painful post-operative recovery, following the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: confirming occlusion fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Previously added event cyst nos was updated to cyst rupture. Reporter were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pains / cramping"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), weight increased ("weight gain"), nausea, fatigue, dizziness, rash, headache and procedural pain ("painful post-operative recovery following removal"). The patient was treated with surgery (on (B)(6) 2016, a total hysterectomy with right and left salpingooophorectomy and left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, abdominal distension, weight increased, nausea, fatigue, dizziness, rash, headache and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, dizziness, dyspareunia, fatigue, headache, nausea, pelvic pain, procedural pain, rash and weight increased to be related to essure. The reporter commented: she sought medical attention from her health care provider for the forgoing symptoms. She suffered painful post-operative recovery, following the surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: confirming occlusion fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.